Event description:
It was reported that during use with an unspecified amount of bd vacutainer® push button blood collection set blood splatter occurs. There was no impact to health care worker or patient. The following information was provided by the initial reporter, translated from french to english: indeed, we have a problem on the hospital center.. Which concerns the use of the material " bd vacutainer push button ref 367338 n° lot 2276129 ", we have several sheets of undesirable events on this subject in connection with a risk of accident of exposure to blood. These are systematic blood splashes when the needle safety device is activated after a blood sample. We wonder if this problem is the result of a misuse of the invasive device or do you have other feedback in this sense? Thank you in advance for your feedback."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of splatter was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.